Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the sensor data available in the data management system (dms), indicated that the system was working within expectations and did not show any concerns about the health of the sensor. Overall, bg values met sg trends well. The observed differences were attributable to the expected lag between bg and sg inherent to the sensing technology and calibrations entered during periods of rapid change. The user was advised to continue using the system and to enter calibrations when glucose trends were not changing rapidly and was reminded to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. Customer care also advised the user to continue using the system and to enter calibrations when prompted, using true blood glucose values. The user acknowledged and agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.